Manufacturer narrative:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2019. The revision surgery occurred because of a reported collapsed tibial tray. During the revision, all omni components, the tibial insert, retaining bolt, tibial baseplate, femoral component, and patella were removed and replaced with non-omni product.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2019. The original surgery date is unknown. The reason for revision is reported instability. During the revision, the tibial insert and retaining bolt were removed and replaced with new components.